Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, d10, h6 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues on air water and auxiliary channel. Based on the results of the investigation, a definitive root cause for the reported failure and additional malfunction white residue on air/water and auxiliary channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this devi.

Event description:
There were no reports of patient harm.

Event description:
It was reported the colonovideoscope experienced no video showing and had an error message of e216. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.